Event description:
It was reported by the rep the device was used in a laparoscopic nephrectomy. It was reported approx one and a half inches of the 512sd cannula tip broke off and fell into the pt in two pieces. Both pieces were retrieved. The case was also a "handoscopy withpneumo sleeve" to extract the kidney. It is presumed this is how the piece were removed. There was no consequence to the pt. The rep will fax in further info.